Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l svc info was provided.

Event description:
The customer reported precharge voltage errors, charger failed errors and filament errors and shut down. The precharge voltage error likely caused the system to shut down. There is no report of injury or death.